Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient has twiddlers syndrome and had dislodged this lead by twiddling the associated pacemaker. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.